Manufacturer narrative:
Manufacturer's investigation conclusion: the report of severe wear and tear could not be confirmed through the evaluation of the returned modular cable. Although discoloration of the outer jacket and both bend reliefs was observed, the discoloration did not contribute to a functional issue. The heartmate 3 modular cable was returned in used condition. Examination of the cable revealed a gray discoloration of the outer jacket. No signs of damage were observed. The in-line connector bend relief and the controller connector bend relief were discolored brown. The controller and in-line connector pins appeared unremarkable. A specific cause for the discoloration of the bend reliefs and the outer jacket could not be conclusively determined; however, the discoloration did not contribute to a functional issue. Incidental findings: visual inspection of the underlying wires revealed a total fracture in the green wire and an additional breach in the insulation of the red wire. The damage to the green wire appeared to be the cause of previous driveline communication faults. Although a specific cause could not conclusively be determined, the wire damage occurred in locations where the wiring was kinked and appeared to be the result of fatigue damage due to repetitive flexing of the modular cable in these areas. The relevant sections of the device history records for the returned modular cable were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 of this IFU explains how to replace the modular cable. Section 6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." Finally, section 8 explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The heartmate 3 lvas patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's modular cable was showing severe signs of wear and tear and the cable was exchanged. Analysis of the returned product revealed wire breaks in the modular cable and breaches in wire insulation.